Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the process, and ensured the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues arise, which the customer understood.